Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported an alarm icon. The agent confirmed that the pump alarm was due to eri (elective replacement indicator). The patient also stated that their catheter was partially clogged. The patient was waiting on insurance to have the revision and the pump replaced.